Event description:
It was reported that this right ventricular (rv) lead exhibited impedance issues, high pacing threshold measurements, and undersensing. A revision procedure was performed, and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.